Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the spectrum infusion pump the facility had over and under infusion issues due to the pump pulling from the primary bag instead of the secondary. There was no known patient injury or medical intervention associated with this event. No additional information is available.